Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to non-diabetes related with high blood glucose around 300 mg/dl. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.